Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a defective ise (ion selective electrode) mix motor. The fse replaced the ise mix motor to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneous ise (ion selective electrode) patient results on their au680 chemistry analyzer. There were no report of change to patient treatments as result of this event. No patient demographics were provided. The customer did not provide data or examples of the erroneous results.